Event description:
It was reported that the intraocular lens was cracked during implantation and the gib00 cartridges are running more stiff than before. The lens had to be removed again. This occurred often lately and the customer is unhappy about this. No further details were provided. This report is for the single incident with lens serial number provided. A separate report will be submitted for the unknown number of additional occurrences.

Manufacturer narrative:
Age, weight, ethnicity: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted; give date: not applicable. The lens was inserted and removed during the same procedure. If explanted; give date: not applicable. The lens was inserted and removed during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that a new intraocular lens has been implanted in the patients eye during the same procedure and the device availability for investigation was reported as unknown. No further information is available. The following section has been updated accordingly: section h6 -health effect - impact code: 4631 - removal and replacement. Correction: previously reported 4627 - device explantation is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.